Event description:
Event desc: outpatient surgery scheduled for left cataract phacoemulsification and posterior chamber intraocular lens insertion. It was a hard case due to floppy iris syndrome and iris retractors being used. The sharp lower segment of the injector caught the iris. A new keratome pass was made more anteriorly to clear the poorly dilated floppy iris. During injection, the upper segment of the injector caught the anterior entrance and placed the leading haptic into the anterior entrance. The lower segment of the injector caught the more posterior opening and placed the iol and trailing haptic into the more posterior ac entrance. Thus the iol tried to flip, rubbing against corneal endothelium as it dragged the leading haptic behind it into the lower entrance. This process resulted in damage to corneal endothelium. "It also resulted in a".

Manufacturer narrative:
H-2 MFR report number added.